Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event; see also 0002184052-2016-00157 and 00158.

Event description:
It was reported that during surgery, while inserting the 5.5 screw, the screw head got dis-mantled from the body. The screw broke while loading it on the driver. Therefore, another screw was used. In addition, the power knob reducer got stuck during the surgery and was not usable. And, the rod bender was not in the part of the set and should have been. It was confirmed there was a surgical delay longer than 30 minutes.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned screw was examined. The tulip head was detached from the screw shaft, with the swivel stuck and the prongs on the head of the screw shaft damaged, which likely occurred due to excessive force applied during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain warnings against applying excessive force to the implants.